Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported knotted lock line was unable to be determined. The reported tissue damage was due to patient anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in description of event or problem is filed under a separate medwatch report number.

Event description:
This is filed to report a knot in the lock line and tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a dilated left ventricle, and a restricted and cleft posterior leaflet . It was noted during the deployment process with the first clip (20615r185), a knot was found in the lock line. The lock line was removed from the opposite end without complication and the clip was deployed successfully. Shortly after, a small flail was noted. A second clip (20217r173) was then prepared and advanced into the patient to further reduce mr. Difficulty grasping was experienced so the physician elected to retract the clip back into the left atrium. At this time a larger flail was observed. It was suspected that there was chordal interaction with this clip when retracting into the left atrium. The clip was then implanted to treat the flail. It was also noted that the flail was attributed to the patient having friable and diseased tissue. The procedure was concluded with a resulting mr of grade 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.